Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm. Customer also received a motion sensor test failure during rewind. During troubleshooting, customer reported a motion sensor test failure alarm. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motion sensor test failure alarm or motor position encoder error alarm due to motor error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.